Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hypotube fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device was not able to cross the target lesion and the hypotube became fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. There was blood and contrast inside and outside of the device. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a kink in the hypotube located 9cm from the strain relief and the device was completely separated at the collar and the ptfe (polytetrafluoroethylene) was completely pulled out from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a hypotube fracture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device was not able to cross the target lesion and the hypotube became fractured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.